Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient hadn't gone in 5 days. Difficulty voiding and having a bowel movement. He had to force it out. Patient was now taking mirilax however still having difficulty. His back was fine. No interventions were mentioned. No further complications were reported.